Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burned plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the plastic distal end cover burned possibly because a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. The event is detectable and preventable by handling device in accordance with the following IFU. Evis exera ii duodenovideoscope olympus tjf type q180v operation manual chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope evis exera ii duodenovideoscope olympus tjf type q180v operation manual chapter 4 operation:4.2 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.